Event description:
It was reported that ongoing occlusion alarms occurred. Customer¿s blood glucose level reached 500 mg/dl. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.